Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to stress of repeated use, external factors, and/or handling of the device. The event can be detected by following the instructions for use which state: "[inspection of the endoscope]. Visually inspect the control section for excessive scratching. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. (See figure 3.2). Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. (See figure 3.3). Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the oes bronchofiberscope had an air/water leakage. There were no reports of patient harm. During evaluation, the image guide snake pipe coating was peeling. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to a pinhole in the bending section cover, water tightness is lost. In addition to the coating peeling on the connecting tube (1mm squared or more), the evaluation findings are as follows: due to wear of angle wire, bending angle in "up" direction does not meet standard value, due to a dent on the channel tube, forceps cannot be inserted smoothly, the control unit was sticky due to water leakage, the "upward/downward" plate was sticky, the bending tube had a dent, the image guide bundle had significant breakages, the connecting tube had a dent, the universal cord had a dent and scratch, and the eyepiece was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.